Event description:
Alarm answered by rn - troubleshooting done by r.n. Pt became unresponsive. Pt was placed in trendelenburg. No pulse, palpation or respirations. CPR initiated and 911 called. Transported to hospital ER, were pt expired.